Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer's blood glucose level. Customer was assisted by technical support to reset the pump, and it was confirmed that the malfunction code did not recur after the reset. Customer was advised to continue using pump and to call back if any issues arise.